Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -13.5/+1.5/92 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting with rotation. On (B)(6) 2022 the lens was exchanged with a longer length/different model lens and this resolved the problem.